Event description:
My son had extremely high blood sugar levels, causing multiple emergency telephone consults with physician almost resulting in hospitalization. We had to wake him up to check levels every hour throughout the night. This episode may have been due to a defective infusion set for his pump, as he was using a lot# 8 set, that has since been recalled. Dates of use: 2007 - 2009. Diagnosis or reason for use: type 1 diabetes. Event abated after use stopped: yes.